Event description:
It was reported that a hole was noticed near the bottom of the hose portion of the device. The device was not used during a procedure and there was no pt involvement. There was no adverse consequence reported with this event.

Manufacturer narrative:
The product has been received; however, the evaluation has not yet begun.